Event description:
It was reported a patient death occurred. During a left atrial appendage closure (laac) procedure, a versacross connect for laac kit was selected for use. Venous femoral access was obtained. Transesophageal echocardiogram (tee) imaging confirmed there was no pre-existing pe prior to the procedure. A watchman sheath and versacross connect was used to complete transseptal puncture (tsp), and gain access into the left atrium (la). The watchman delivery system was implanted successfully. The physicians did not note a change in pericardial space or pericardial effusion (pe) during or post procedure in comparison with initial pericardial space pre-procedure. The patient was admitted overnight due to home proximity and afternoon timing of the procedure, not due to any patient issues. The following day post index procedure, imaging evaluation was performed, and no pe was noted. As patient was awaiting discharge, the patient collapsed. An urgent computed tomography (CT) imaging was performed, and a large pe and cardiac tamponade were identified. Surgical back up was notified to intervene however the patient refused the recommended surgical intervention. The patient died 2 days post index procedure due to heart failure. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available.